Manufacturer narrative:
DHR review is not possible due to unknown batch #. Two photos were provided to bd canaan for evaluation. Two 1ml syringes were observed in the photos. One of the syringes could be seen with smeared scale markings. The markings were wider than normal to the point of merging on the left side when facing the scale vertically with the syringe tip pointing up. The markings indicate potential issues with the printing pad. However, further investigation is not possible without batch #. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. The markings indicate potential issues with the printing pad. However, further investigation is not possible without batch #.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd¿ slip-tip disposable tuberculin syringe were defective before use. No injury or medical intervention.